Event description:
(B)(4). Initial information for this spontaneous case was reported by a physician to a company sales representative on (B)(6) 2008 and received by (B)(6) on (B)(6) 2008: this case concerns a female patient (age unspecified) who was treated with poly-l-lactic acid (sculptra) (lot# and expiration date not provided) on an unknown date "a few years ago" by another physician and the patient has developed facial nodules. The reporting physician stated that the patient contacted him for removal of the nodules on her face. He stated that she has already been treated with steroid injections and saline injections. The physician requested information on "removal of the facial nodules caused by sculptra." No further medication information was reported. Additional information for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by (B)(6) on (B)(6) 2008: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.